Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the shunt sensor leaked. The problem was noticed after completions of surgery four times in three days, however, no event information was provided for the three previous events. The product was not changed out, there was minimal blood loss, and the surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, terumo plans on submitting a follow-up report when more information becomes available. (B)(4).